Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -10.50/+2.00/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -10.50/+2.00/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2020. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. D6a- corrected implant date from (B)(6) 2021 to (B)(6) 2020. Claim# (B)(4).